Event description:
It was reported that the right ventricular intrinsic amplitudes were out of range. There was a noted drop in the r wave since implant. Technical services (ts) discussed a possible right ventricular (rv) lead dislodgment based on the presenting electrogram and stored (egms) showing sensing an atrial signal on the ventricular channel. Ts discussed doing an assessment of the lead. No adverse patient effects were reported. The lead remains implanted.

Event description:
It was reported that the right ventricular intrinsic amplitudes were out of range. There was a noted drop in the r wave since implant. Technical services (ts) discussed a possible right ventricular (rv) lead dislodgment based on the presenting electrogram and stored (egms) showing sensing an atrial signal on the ventricular channel. Ts discussed doing an assessment of the lead. No adverse patient effects were reported. The lead remains implanted. Additional information noted that a revision took place, and this lead was repositioned with no complication. The lead remains implanted. No additional adverse patient effects were reported.